Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box revealed continual pump reboots however this was not duplicated during the investigation. The pump was run on a 24 hour basal program using a test camp with no intermittent power/reboot or loss of power occurrences. The pump was opened and there were no defects found on the power circuit. There was no moisture found internally. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side at the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.